Event description:
It was reported that a floor lift was being used with resident in a non-arjohuntleigh sling. One of the sling clips came off the attachment point on the lift causing the resident to fall to the floor. No injuries were sustained.

Manufacturer narrative:
(B)(4) by the MFR arjohuntleigh (B)(4). On behalf of the importer (B)(4). Please note that this product is no longer mfg and previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided upon conclusion of the MFR's investigation.